Manufacturer narrative:
The returned product was evaluated with the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula and cause of high blood glucose levels could not be determined.

Event description:
It was reported the patient¿s blood glucose reached 21.3 mmol/l (384 mg/dl) and that the pod was worn on arm for an unspecified amount of time. Hyperglycemia treated by patient activating new pod and bolus.